Event description:
The customer stated that the insulin pump has a blank display. Troubleshooting was performed, and the display remained blank. The reported blood glucose reading was 310 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board.